Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that all electrodes were out of range, but the patient was doing well with stimulation. The rep reported that there were high impedances on every electrode although the patient said stimulation was working. The rep noted that the patient needed the device replaced for an MRI anyways. No actions were taken to resolve the issue. No factors were noted that could have contributed to the issue. No further complications were reported.